Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Weight: unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -5.0 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to a refractive surprise. The lens was exchanged for a same length but different diopter lens and the problem was resolved. The patient's post-op best-corrected visual acuity (bcva) was 20/20.

Manufacturer narrative:
Device evaluation: dimensional and functional inspection concludes the lens is in specifications. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue debris on the product. Visual inspection found the lens to have no visible damage. Work order search: no similar complaints were reported for units within the same lot. Correctional data: patient code - (B)(4) (explanted) - should be included. Should not be listed as device code. Patient code - (B)(4) (new incision) - code not applicable, no other adverse event reported outside of secondary surgery. Device code - (B)(4) (explanted) - should be in patient code, not device code. (B)(4).